Manufacturer narrative:
No product will be returned for eval. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigations are ongoing within an assigned task force.

Event description:
The pt reported experiencing elevated blood glucose of 24 mmol/l (432 mg/dl) during the night while using the infusion sets. The pt also reported there may have been a small amount of insulin leakage. The pt noticed the issues within a few hours of use. The issue occurred about 5 times. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. No product is available to be returned for eval.